Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel breast implant 500cc gel, catalog: 3545007, lot: 263490. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with an (left) unknown gel and a (right) mentor memorygel breast implant 500cc gel breast prostheses. Rupture of the left breast prosthesis was diagnosed by MRI. As a result, the patient underwent bilateral removal and replacement with (left) mentor memorygel breast implant 750cc gel and (right) mentor memorygel breast implant 700cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the correct suspect medical device was a mentor memorygel breast implant 500cc gel catalog: 3545007 lot: 263490. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On (B)(6) 2018, device investigation summary was completed: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Upon visual examination, the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 263490 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).